Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent olif surgery at l2-5 levels for treating degenerative scoliosis on (B)(6) 2015. It was confirmed that on (B)(6) 2015, post-op, the cage which was inserted from the left side was back-out about a half of the cage. Fusion did not occur. No symptom was observed as a result of the event. The migrated cage was adjusted during scheduled psf surgery on 2015 (B)(6). There was no problem with the psf surgery.